Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis event. On an unspecified date, the patient was treated with cefazolin (2g, intraperitoneally [ip], frequency not reported) and ceftazidime (2g ip, frequency not reported). Once the cultures results were received, the dose was changed to cefazolin (1g ip, frequency was not reported) and ceftazidime (1g ip, frequency was not reported) for 2 weeks. The patient¿s outcome was not reported. The patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.